Event description:
Customer hospitalized due to high blood glucose and dehydration. Troubleshooting was performed. Reviewed programming and it appeared to be correct. However, pump did not pass high pressure test.